Event description:
It was reported the lead was capped and replaced due to high impedance and oversensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular pace impedance measurement was in the 600 - 700 ohm range until the last four weeks of the record ending (B) (6) 2010. The maximum range over this period was 5257 - 7232 ohms.